Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up an air leakage was found in the sterile package of three (3) synovator blades. There was a back-up device available and a surgical delay less than 30 minutes was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. An analysis of the customer provided images shows the devices in their original packaging, the packaging has been damaged, and it's evident that the seal is breaking. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly inspection of disposable blades and burrs, found that the seal area must be inspected to ensure a complete seal/sterile barrier system. The following are not acceptable: voids, channels, incomplete seals, particulates/foreign material within the seal or extreme glazing. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. An analysis of the customer provided images shows the devices in their original packaging, the packaging has been damaged, and it's evident that the seal is breaking. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly inspection of disposable blades and burrs, found that the seal area must be inspected to ensure a complete seal/sterile barrier system. The following are not acceptable: voids, channels, incomplete seals, particulates/foreign material within the seal or extreme glazing. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Based on this investigation, the need for corrective action is not indicated.